Event description:
It was reported that a patient underwent an ovarian tumor resection surgery on an unknown date and suture was used. During the procedure, the suture broke while sewing the dermis. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Dermis. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. Event date? No further information is available. Lot number? No further information is available. No further information will be provided.